Event description:
Guidant received information that this device was part of a legal action and the pt passed away. Legal documents state that battery needed to be replaced , and pt was scheduled for ICD replacement but died before it could be performed.